Event description:
It was reported that a patient underwent left elbow arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : remains implanted.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 32810502706, interchangeable humeral assembly for cemented use only, lot # 63063234. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00920.

Event description:
It was further reported that the patient had initial surgery approximately 7 years ago. Subsequently, the patient was experiencing pain and loss of range of motion, it was found that the patient had implant loosening and bone fracture. A revision was planned but the patient did not wish to proceed. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Additional information received confirmed that the loosening and fracture that the patient experienced, are on the humeral side only. Therefore, the ulnar component would not have caused or contributed to the reported event and will be voided.

Event description:
Additional information received confirmed that the loosening and fracture that the patient experienced, are on the humeral side only. Therefore, the ulnar component would not have caused or contributed to the reported event and will be voided.